Manufacturer narrative:
Final analysis confirmed power supply failure; charring on the prongs was observed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the transmitter exhibited physical damage. During a thunderstorm, lightning hit the house and the power adapter of the device blew apart. There was a large split on the power supply. The transmitter was replaced.